Manufacturer narrative:
This complaint was found during a recent clinical evaluation review/literature search of this device. The citation is as follows: kubo, s. Et al (2017). Very long-term serial luminal changes after sirolimus-eluting stent implantation and progression process of very late stent failure. Cardiovascular revascularization medicine, (1553-8389). Complaint conclusion: as noted in the literature publication, very long-term serial changes after sirolimus-eluting stent implantation and progression process of very late stent failure. One-hundred twenty-two (122) events of very late target lesion revascularization in the non-acs group of patients treated with ses (cypher; cordis, johnson and johnson, (B)(4)) implantation. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Event description:
As noted in the literature publication, very long-term serial changes after sirolimus-eluting stent implantation and progression process of very late stent failure. One-hundred twenty-two (122) events of very late target lesion revascularization in the non-acs group of patients treated with ses (cypher; cordis, johnson and johnson, (B)(4)) implantation.